Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device instructions for use (IFU) provide instruction for proper size selection and positioning the device prior to deployment, and attempting to move or push the device up during deployment is inconsistent with the device instructions for use which advise stabilizing the delivery catheter and pulling the deployment knob in a continuous manner. The cause of the reported unintentional deployment of the device in the left external iliac artery may be attributed to the user's selection of a device length requiring the subsequent deployment technique as reported. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm using the gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis devices. A contralateral leg endoprosthesis was attempted to implant in the left common iliac artery using pushing up technique, but it unintentionally deployed in the left external iliac artery. After all devices were implanted, the contralateral leg endoprosthesis in the left external iliac artery was pushed up using a non-gore balloon catheter. The contralateral leg endoprosthesis was successfully pushed up, but a dissection occurred in the left external iliac artery due to pushing up the contralateral leg endoprosthesis. Balloon inflation was performed at the site of the dissection for a few minutes, and subsequent angiography confirmed that the dissection had resolved. The patient tolerated the procedure.